Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The literature article entitled, "the usefulness of three-dimensional computed tomography as an assessment of periacetabular osteolysis in revision total hip arthroplasty" written by kyoung ho moon, md, phd, joon soon kang, md, man hee won, md, myoung joo park, md, and jae hwang choi, md published by hip and pelvis accepted by publisher 28 april 2015 was reviewed. The article's purpose was to determine the usefulness of three-dimensional computed tomography in measuring periacetabular osteolysis by comparing the real volume of osteolysis in revision surgery. Data was compiled from 23 patients who received revision surgery due to periacetabular osteolysis but did not have septic osteolysis or implant loosening. All patients received revision surgery between january 2006 to november 2011 and age range 45-65 years with mean interval between initial implantation to revision was 13.3 years. All implants were cementless depuy products. Depuy products: duraloc cup, enduron poly liner, aml porous coated stem, material of femoral head is not stated adverse events: revision for osteolysis associated with poly wear.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.